Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, type of investigation, investigation findings, investigation conclusions, h11. Corrected field: h5, h6, medical device problem code. Since the product was not returned we were unable to perform a device evaluation. Based on the event description the most likely root cause is intraluminal clot formation within the iab catheters inner lumen. Per IFU once the catheter is in place aspirate and discard 3cc of blood from the inner lumen and then immediately perform a manual flush using a syringe filled with 3cc to 5cc of flush solution. This will minimize the chances of stagnant blood clotting in the inner lumen. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months. Based on the rational provided above no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via the emergency support program line that the mega 50 cc intra aortic balloon (iab) had its inner lumen occluded with clot while in use. No harm or injury to the patient was reported.